Manufacturer narrative:
Received one used. List #unknown, extension set w/ microclave, as received, no physical damage or other anomalies observed. The set was leak tested as per ps00-00003 p-1g-079- extension set w/ microclave; as received, no air was detected, flow was occluded from dried residuals as received. Unable to confirm customer complaint of air bubble.

Event description:
A complaint was received regarding an unspecified extension tubing that experienced air in line. The report stated that when syringe medication was complete, air bubble found in microbore tubing and unable to put flush behind the tubing because did not want to infuse the air bubble from tubing. The affected area/unit location was at the infusion clinic. The patient was male. There was patient involvement and no patient harm.

Manufacturer narrative:
A2 - date of birth - the patients age was listed as 0 days on the initial report (B)(6). D4 and h4 the lot#, expiration date, and manufacture date are unknown. Because ICU medical has multiple manufacturing location is also unknown. ICU medical de mexico, s. De r.l. De c.v. Was entered as a place holder. The investigation is pending completion. Upon completion, a supplemental MDR will be submitted.